Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information, assisted caller with resetting pump, and instructed caller to call back if malfunction code recurs; caller acknowledged and understood.